Event description:
Info received indicated the bed failed a ground impedance test while performing safety tests.

Manufacturer narrative:
The hill-rom technician found that the ground pin was loose on the power cord. He replaced the power cord and the bed functioned to design specifications.